Event description:
The plaintiff's attorney alleged that the pt experienced cardiovascular event and subsequently expired, which is alleged to have been caused by naturalyte and/or granuflo administrated for dialysis treatment.

Manufacturer narrative:
(B)(4) was used for the cardiovascular event as there is no other code that best describes cardiovascular event. This is one event for the same pt involving two separate products.